Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
Received a copy of the customer's medwatch report from FDA which states, "the alaris pump alarmed indicating air in line, the nurse opened the pump door to inspect the tubing for air bubbles. The bd alaris pump infusion set flo-stop safety clamp did not activate as designed to stop the fluid from infusing according to the nurse. The IV ns (normal saline) free flowed and pushed air. The alaris pumps have had issues with the sear, or claw, on the door intermittently not activating the /flo-stop clamp when the door is opened." There was patient involvement, but impact unknown.

Manufacturer narrative:
Omit : e2401 - insufficient information, f24 - insufficient information.

Event description:
Received a copy of the customer's medwatch report from FDA which states, "the alaris pump alarmed indicating air in line, the nurse opened the pump door to inspect the tubing for air bubbles. The bd alaris pump infusion set flo-stop safety clamp did not activate as designed to stop the fluid from infusing according to the nurse. The IV ns (normal saline) free flowed and pushed air. The alaris pumps have had issues with the sear, or claw, on the door intermittently not activating the /flo-stop clamp when the door is opened." It was later reported the event occurred on 3/9/2023 at approximately 11:16am. It was also reported that the patient complained of a "tickling" chest pain after a small amount of air was injected into the port while getting saline. The patient was transported to the emergency room (ER) for observation and assessment. The patient was released from the ER and had their treatment completed.